Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update - (B)(4) 2013 - litigation papers received. It is alleged that the patient suffers from pain, lack of mobility, metallosis, and loosening. An unknown device has been added. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Added: manufacture date. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The part and lot code combination was not provided for the unknown device. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised for pain.

Manufacturer narrative:
**Update** (B)(4) 2013- pfs and medical records received. Revision operative notes indicated that there was no evidence of loosening. Therefore, the unknown device will remain without update. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient revised for pain. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (left hip). Update 2/1/2013 - litigation papers received. It is alleged that the patient suffers from pain, lack of mobility, metallosis, and loosening. An unknown device has been added. Update 10/7/2013- pfs and medical records received. Revision operative notes indicated that there was no evidence of loosening. Therefore, the unknown device will remain without update. There is no new additional information that would affect the existing MDR decision. On aug. 27, 2014 updated patient and product codes. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).